Event description:
Dicom issue with character limitations on the CT scanner. This limitation would not allow the images to be sent to pacs to be viewed by the radiologist. After the super user and pacs administrator attempted to fix the issue, service was contacted. They were able to remote into scanner. Patient was scanned again as was instructed, thinking the images were corrupt. Service was able to find the issue in a knowledge base article to correct the issue. Computed tomography(CT); picture archiving and communication system (pacs).